Event description:
Boston scientific crm received info that this right ventricular lead perforated through the ventricle wall. As a result, this lead was surgically abandoned. Despite the statement that this lead was surgically abandoned, biotronik (B) (4) has informed us that this lead was returned. Also, the date of the event was not reported to us.